Event description:
It was reported that an unspecified malfunction alarm occurred. The customer¿s blood glucose (bg) was 700 mg/dl. Bg level was corrected with manual injection. Customer required assistance from emergency medical services to test bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.